Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sae #(B)(4). Allegedly, reports continued drainage for his right hip wound. Additionally, he complaints of tiredness and fatigue but denies any subjective fevers. He feels the wound drainage is remain unchanged in volume since his last visit 2 days ago. Physical examination: alert, cooperative oriented 1 cm one defect continued drainage surrounding erythema no pain with gentle range of motion nvi. Investigations: x-ray: no evidence of subsistence femoral head concentric within the acetabular cup. Impresion/plan: 3 weeks out for right total hip arthoplastic. Unfortunately he had has several instability events with continued drainage from his right hip wound. Additionally, he had a il-6 lab drawn on monday which has come back 18.6. Given his 3 weeka out this number should be roughly normalized around 10. Based in these factors there is a considerable chance that patient potentially has a deep infection. Will admit him with plans for irrigation debridement has possible revision. Sae #(B)(4): additional information received for products and lots on date 08/23/2022.